Manufacturer narrative:
The qa lab found the returned test strips to be very deteriorated. Control tests performed were an average of 518 mg/dl, high out of specification. Performance using iqa retention reagent was satisfactory.

Event description:
The contact called for help with the customer's meter. Control tests were performed, and the results were 462, 474, and 498 mg/dl. The normal control range is 88-119 mg/dl. The contact did not allege the customer experienced any adverse events. The test strips were returned for evaluation, and replacement test strips were sent.